Event description:
IV had been started successfully. While gathering up the trash, the nurse stuck her hand with the IV stylet. The safety mechanism for the needle had not covered the tip leaving the used needle exposed.